Event description:
V-fib was indentified on the EKG. The pt was defibbed. The energy was increased and the charge button pressed. The defibb failed to change the monitor shut down. The spare battery was inserted. The defibb changed and the pt was defibbed 2 more time within seconds.